Manufacturer narrative:
This supplemental report is being submitted to provide new information from the legal manufacturer's final investigation. New information added to the following fields: h10. Based on the results of the investigation no root cause could be identified; however it is likely that an accidental failure, such as serial digital interface output terminal was damaged by being applied with static electricity charged led to the failure of the printed circuit board olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the root cause could not be identified; however, it is likely that a printed circuit board failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
The patient was not under anesthesia.

Event description:
The customer reported to olympus, the video processor has no serial digital interface output. The issue was reported during preparation for use for an unspecified procedure. The facility finished the procedure with another device. There were no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a printed circuit board failure. After replacing the spare circuit board, the fault disappeared. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.